Event description:
It was reported that the patient received several shocks. Fluoroscopy showed externalized conductors between svc and rv coils. The lead was capped and a new lead was implanted. There were no other adverse events reported than shocks. The patient was fine after lead replacement.

Manufacturer narrative:
(B)(4).